Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. Eval found excessive motor bearing wear with shaft end play, and black material around the bearing. Also the outer gearbox bearing is worn, with the bearing cage broken, and starting to disintegrate. Visual but incidental observation other than internal to the motor are: an impression on the motor tape from the lower bearing housing and an impression on the processor board shielding tape and back flex. The internal motor inspection was invasive therefore the motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.